Manufacturer narrative:
Reporter is jnj representative. Investigation summary: investigation flow: power tools/calibration. Visual inspection: the 2 nm torque limiting handle with quick coupling (p/n: 03.614.035, lot #: h430304-04) was returned and received at us cq. Upon visual inspection, slight discoloration and the etch on the device started to fade but have no impact on the device functionality. No other issues were observed with the returned device. Functional inspection: functional test was performed on the returned device at service and repair. The low torque of the device measured during calibration testing was 1.970 nm which was not within the specified torque range of the device. Hence, the torque test failed low. Service & repair evaluation: during service and repair evaluation, the repair technician reported the device failed low. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed the complaint was confirmed. The device received failed low during torque test. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the 2 nm torque limiting handle with quick coupling (p/n: 03.614.035, lot #: h430304-04). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.614.035, synthes lot # h430304-04, supplier lot # h430304-04, release to warehouse date: nov 27, 2017, supplier: (B)(4). No ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, torque limiting handle with quick coupling was received at west chester from monument the service and evaluation team confirmed that the device failed low during the torque test. It is unknown if there was patient or hospital involvement. This complaint involves one (1) device. This report involves one (1) 2nm torque limiting handle with quick coupling. This is report 1 of 1 for (B)(4).